Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; defect of led unit was noted. The reported event was caused by the defect. The converter screw inside the device has come off. If additional information becomes available, this report will be supplemented.

Event description:
Lamp error (e105) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has been used by the facility for 7 years. Omsc guessed that the event that the lamp error (e105) occurred was caused by the defect of led unit due to aging. And omsc also guessed that the event that the converter screw inside the device had come off was caused by aging. If additional information becomes available, this report will be supplemented.